Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's control iq software did not accurately adjust the amount of insulin delivered. The customer declined troubleshooting with tandem technical support and declined to provide additional information.